Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, the device was thoroughly analyzed. Analysis of the returned fiber found that the connector tabs were damaged. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing found no signs of breakage along the length of the fiber. The fiber connector passed the connector segment verification test. No devitrification was observed at the output window, and no debris adhesion was present on the metal cap. The control knob was attached and aligned with the fiber and could rotate the fiber as designed. Following analysis, a probable cause of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that, in preparation for a photoselective vaporization of the prostate procedure, the patient had been sedated with a general anesthesia. Prior to the procedure, an error was issued on the console stating that the fiber could not be recognized with its associated fiber card. The card was removed and re-inserted; however the fiber still could not be used. The fiber was replaced with a second fiber, which was able to be used. The procedure was then cancelled. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under sedation.

Event description:
It was reported that in preparation for the photo selective vaporization of the prostate procedure, the patient had been sedated with a general anesthesia. Prior to the procedure, an error was received stating that the fiber could not be recognized with the fiber card that it came with. The fiber card was removed and re-inserted, however the fiber still could not be used. The fiber was replaced with a second fiber and it was successfully used. The procedure was then cancelled. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient undersedation.